Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, the device was unable to hold the needle. Another device was used in order to complete the case. There was no patient injury.